Event description:
It was reported that during an ablation procedure the impedance reading rose on the stockert generator. The ablation stopped once the "high impedance" cut-off limit was reached. Charring was present on the catheter tip, so the customer replaced the catheter with a new one. Ablation settings were: 50 watt, 48 degrees celsius, power control mode. The catheter was returned to biosense webster for analysis on (B)(6) 2010. Upon receiving of the catheter, it was noted that the charring was significant (approximately 2mm x 1mm in size), which is considered as a reportable malfunction.

Manufacturer narrative:
(B)(4). The investigation of this complaint is still in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). The catheter passed the electrical test, temperature bath test, generator test, and patency/flow test. Therefore, the root cause of the reported issues could not be determined. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.